Event description:
Pt having x-ray of abdominal area. Overhead x-ray equipment slid down on its own and hit pt on left side of abdomen. Fell less than 10 inches. Diagnostic cassette/tube arm rotation released.